Event description:
Consumer bought some tri-line flossers and she had difficulty getting them between her teeth. "It was catching on my teeth and it actually pulled off a coating" that was on her tooth, that she just had repaired for a chipped tooth.